Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam that leaked into the hydropneumatic drip tray. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the no foam sensor and the hydro unit and adjusted the no foam volume setting. Fse repaired the host communication issue. Fse primed the system and ran controls and samples; all run results were within the established ranges.